Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 14v li-ion battery not charging was not confirmed during evaluation of the returned battery. The battery was evaluated at the european distribution center (edc) on 28mar2025. The battery was functionally tested and passed. The battery was accepted for charge and able to fully charge without issue or atypical alarms activating. A root cause for the reported event was not conclusively determined through this analysis. Investigation of the returned battery revealed contamination on metal contact. The device history record was reviewed for the heartmate 14v li-ion battery, serial number (B)(6). The battery was inspected and accepted into storage on 02feb2024. The heartmate 14 volt li-ion battery instructions for use was available for use at the time of the event and explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to properly calibrate the 14v batteries, how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the 14v batteries. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one of the four batteries was showing red led in when being charged. The patient received a replacement battery from the clinical stock.